Manufacturer narrative:
The customer reported that "the autopulse platform (sn (B)(6)) stopped after performing one compression and displayed user advisory (ua) 02 (compression tracking error) error message" was confirmed based on the review of the archive data but was not confirmed during the functional testing. The autopulse platform passed all the testing and functioned as intended. Based on the archive data analysis, the likely root cause of the customer reported ua02 error was due to the size of the mannequin used during the reported event. The archive data revealed that the mannequin used was small and light in weight. In order to have a successful take-up, a requirement of at least 6lbs of the load is applied to the load plate. Otherwise, the autopulse platform displays ua02 after the user presses the start button. During visual inspection, no physical damage was observed. The archive data indicated several ua02 error messages on the customer reported event date, thus confirming the complaint. As the drive shaft rotates and shortens/tightens the lifeband (compresses the chest), the load sensors do not see the expected increase in load. Take-up load threshold = 6 +/- 4 lbs. (Load applied to patient). The archive revealed the take-up target (mannequin used on the platform) was a small diameter and light in weight. The max load sum in the archive, representing chest stiffness, was very low (35 lbs.). The typical stiffness of zoll standard manikin is about 110lbs. The autopulse platform passed the initial functional testing without any fault or error. The customer reported ua02 error was not reproduced during the functional testing. A load cell characterization was performed and confirmed both load cell modules are functioning within the specification. The platform was re-evaluated through the run-in test using the lightweight zoll foam manikin, zoll final test manikin, and the large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error reported. The customer received a new autopulse platform as a replacement. Therefore, the autopulse platform (sn (B)(6)) will be stored for future refurbishment sale order requests.

Manufacturer narrative:
Zoll has received the autopulse platform (sn (B)(4)) for investigation. A follow-up report will be submitted when the investigation has been completed.

Event description:
After unpacking and upon powering on, the new autopulse platform (sn (B)(4)) displayed two green lights and prompted the user to position the patient. The user placed the mannequin on the platform, pulled up the lifeband, and pushed the start button. The autopulse platform sized up the lifeband and performed one compression. The autopulse platform stopped after performing one compression and displayed user advisory (ua) 02 (compression tracking error) error message. The user tried to troubleshoot by replacing three different lifebands, mannequins, and multiple fully charged new autopulse li-ion batteries. However, the issue persisted. No patient involvement.